Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had low cardiac output at the time of the low flows. The cause of the low flow alarms was not identified. The clinical team treated the event as an extrinsic outflow graft obstruction (eogo) versus an outflow graft twist. Vascular stents were implanted in the outflow graft with no success. A transesophageal echocardiogram (tee) was performed and no apparent reason for low flow in the left ventricle cavity was determined. Eventually, an emergent surgical approach for evaluation and an eventual pump exchanged was discussed. There was no cardiac surgery with experience in that hospital and the patient transferring to another hospital was not an option for the team. The patient clinically deteriorated in the days after which led to death due to cardiac failure. The death was potentially device related. The device was reported to have not worked as expected as the low flows persisted.

Event description:
It was reported the patient needed to be readmitted for further clinical evaluation after flow suffered a sudden drop and low flow alarms occurred. The patient passed away on (B)(6) 2024 due to cardiac failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4 - expiration date: correction. H4 - device manufacture date: correction. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images were submitted for review and the device was not returned. Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6b - date of explant: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported drop in pump flow resulting in low flow alarms. Although depositions in the outflow graft were confirmed during the evaluation of (B)(6), the cause of the reported low flows could not be determined. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established during this evaluation. The submitted controller event log files collectively contained events from (B)(6) 2024 through (B)(6) 2024. Low flow hazard alarms were observed throughout the majority of the files. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. Approximately 9¿ of the outflow graft was returned attached to the pump cover outlet port, with the outflow graft bend relief properly engaged to the graft hardware. The apical cuff was returned, and the cuff lock was properly engaged. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation examination of the surface of the sealed outflow graft revealed a biological tissue lining adhered to the metal stent. Additionally, the lumen of the sealed outflow graft revealed a white, tissue-like deposition. The deposition appeared to have obstructed a significant portion of the outflow graft attachment and extended partially into the pump outflow. Due to the exposure of (B)(6) to a fixative agent prior to its return, the composition of the deposition, the amount of time it was present in the outflow graft, or whether it contributed to the reported decrease in pump flow cannot be conclusively determined. Examination of the remaining textured, blood-contacting surfaces revealed no evidence of developed or adhered thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured decreases in pump flow consistent with the reported events, but otherwise appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including pump thrombosis and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of pump parameters, including flow. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which explicitly caution the user not to twist, kink, or sharply bend the driveline. Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.